Event description:
It was reported that the patient was "doing fine."

Event description:
It was reported that the patient experienced impedances over normal range for the device on all of the unipolar and bipolar pairs. Troubleshooting was performed. Impedances were tested at 2.5 volts and 3.5 volts and all pairs were high except for 3 combinations. All combinations on the right side were still high. The patient experienced a partial loss of therapeutic effect following a fall in (B)(6) 2012. The patient fell backwards and fractured 3 ribs. Movement did not change the stimulation benefit. The patient's speech got worse; however, her tremor wasn't too bad. When turning the stimulation off, her tremor got worse. Reprogramming was done and the patient did not show any response when the stimulation was increased to 5 volts. The patient was scheduled to see her neurologist in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the hcp planned to change out the patient's extension and neurostimulator on (B)(6) 2012.

Event description:
Additional information received from the hcp reported that chest and cervical spine x-rays taken on (B)(6) showed no abnormalities. It was believed that the patient had a fractured extension and the battery was nearing depletion, so the patient's neurostimulator and extension were replaced during the (B)(6) operation. There were no intra-operative complications. It was reported that the patient did not require hospitalization and there was no injury, however, it was also reported that the patient experienced a non-serious injury.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3387s-40, lot# v153396, implanted: (B)(6) 2008. Product type: lead: product ID 3387s-40, lot# v157349, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension.